Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was implanted in patient for endovascular treatment of a thoracic aortic aneurysm. The aneurysm exhibited slight calcification. The vessel was moderately tortuous. It was reported that the device was inspected prior to use, and no issue was observed. Pre-dilatation of the vessel was not performed. During the index procedure, after the stent graft was implanted, the patient had sudden cardiac arrest and rapid drop in blood pressure. Emergent treatment was done, but it did not work. The patient expired. The physician stated that the cause of death was unknown and they could not determine if it was related to the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.